Manufacturer narrative:
Despite multiple attempts no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an increase of right ventricular (rv) pace impedance measurements since implant in 2016. The measurements are now greater than 2,000 ohms. All other lead measurements are stable and within normal limits. The patient was reported to be in atrial fibrillation (af). An x-ray and remote monitoring was recommended. This product remains in-service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an increase of right ventricular (rv) pace impedance measurements since implant in 2016. The measurements are now greater than 2,000 ohms. All other lead measurements are stable and within normal limits. The patient was reported to be in atrial fibrillation (af). An x-ray and remote monitoring was recommended. Additional information indicates that the patient's pacing thresholds had increased from 1.1 volts to 1.4 volts. At this time, no further troubleshooting efforts have been performed. This product remains in-service.